Event description:
Patient sustained a small embolic infarct to right mca territory of the brain causing a stroke. The patient has been anticoagulated on coumadin. Her inr was therapeutic at 2.2. She has been admitted for treatment. Prior to onset of these symptoms, she felt generally well. Ventricular assist device (vad) parameters have been stable, with the exception of a single low flow alarm for which she increased fluid intake.